Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the cine drive was defective and was replaced. The software was reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 failed to playback a cine recording. There was no adverse pt involvement reported. There was no pt info reported.